Manufacturer narrative:
Product analysis ¿as found condition: the pipeline flex shield embolization device was returned for analysis within shipping box; and within an opened pipeline flex shield outer carton and inner pouch. The phenom 27 used in this event were not returned for analysis. Therefore, any contributing factors could not be assessed. ¿damage location details: no bend was observed on the pushwire. However, the pushwire was found to be separated/broken proximal to the dps sleeves. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. No damage was found with pads. The tip coil and dps sleeves were not returned for analysis, and the reason was not provided. The distal and proximal ends of braid were found to be fully opened and damaged. No other anomalies were observed. ¿testing/analysis: the broken end was sent out for sem (scanning electron microscopy) analysis. ¿ conclusion: based on the analysis findings, the pipeline flex shield was confirmed to have resistance in catheter hub l as the pushwire appeared to be broken and hypotube stretched. Per the sem result, ¿the broken end exhibits fracture features consistent with torsional overload.¿ it appears there was high force used. Possible causes include damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. It was noted the patient's vessel tortuosity was moderate. Which eliminates this factor out as potential causes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline flex shield stent encountered resistance at proximal hub of the microcatheter. The patient was undergoing surgery for treatment of a fusiform, unruptured left middle cerebral artery (mca) aneurysm with a max dia meter of 7 mm and a 8 mm neck diameter. The landing zone was 3 mm distally and 3.2 mm proximally. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure was normal. It was reported that during the procedure, while advancing the pipeline shield device into the microcatheter, resistance was encountered. The device became stuck during entry into the proximal hub of microcatheter, and despite careful manipulation, it could not be advanced smoothly. As a result, the device sustained damage and was deemed unusable. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indicated in the instructions for use (IFU). There was "stuck (locked up) in catheter or resistance in catheter" at the proximal hub. The catheter was flushed continuously with heparinized saline. The pushwire was not damaged. The patient symptoms or complications associated with this event is unknown. Additional information was received stating that the device was prepared as indicated in the IFU, including inspection and hydration. The procedure was completed using another device. No causes or contributing factors for the event were identified. The reported statement that the ¿device sustained damage¿ refers to the device becoming stuck inside the hub of the catheter. The catheter used during the procedure was a phenom 27.